Event description:
The patient underwent a shoulder replacement procedure. Postoperatively, the patient developed a sensorimotor deficit, including numbness along the ulnar nerve distribution and decreased grip strength. An electromyography (emg) study confirmed carpal tunnel syndrome and cubital tunnel syndrome. The patient subsequently underwent surgical carpal tunnel release and cubital tunnel release. The device remains implanted. The outcome is considered continuing. No further information is available.

Manufacturer narrative:
D10: 300-01-11 - eq, humeral stem primary, press fit 11 mm: b263311, 322-36-00 - 145-deg pe 36 mm hum liner +0: b585904, 322-10-00 - humeral adapter tray, +0: b652291, 320-31-36 - glenosphere, 36 mm: b719676, 320-15-05 - eq rev locking screw: b637116, 320-35-02 - small sup aug glenoid plate: b643975. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.